Manufacturer narrative:
(B)(4).

Event description:
It was reported that a company representative was using his tablet while in a surgery and he could not interrogate a patient's generator or perform system diagnostics. He replaced the 9 volt battery in his wand and replaced the usb serial data cable to try to resolve the issue. The issue was then resolved. Additional relevant information has not been received to-date.

Event description:
The usb serial data cable was received by the manufacturer. Analysis was completed for the returned usb to db9 cable. The cause for the reported failure to communicate was associated with an open wire connection in the returned serial cable. Once the wire was soldered onto the serial cable printed circuit board assembly, no further anomalies were identified.